Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to a bulge in the left cylinder. The cylinder was removed and replaced. There were no patient complications reported.